Event description:
It was reported that: bleeding on the surface. Partial occlusion in the rtcfa. With extravasation. Pt take to or for cutdown. Additional information: micro puncture and ultrasound guidance were utilized to gain lower-positioned access above the bifurcation. Arteriotomy was greater than 6.0mm, with severe posterior calcification, and posterior wall calcification, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the 14f procedural sheath. Blood pressure was 120/64mmhg prior to closure. Following the protected pci with percutaneous ventricular assist device, activated clotting time (act) was 292, and heparin was administered. The 14f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, moderate pulsatile bleeding was present at the surface. A post-procedure angiogram indicated a partial occlusion proximal to the manta with extravasation. Contralateral balloon inflation was applied although unsuccessful in stopping the bleed, and the patient was transferred to surgery for a cutdown.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi and indicated very low access proximal to the bifurcation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Reported as 18f based on the information submitted, micro puncture and ultrasound guidance were utilized to gain lower-positioned access above the bifurcation. Arteriotomy was greater than 6.0mm, with severe posterior calcification, and posterior wall calcification, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the 14f procedural sheath. Following the protected pci with percutaneous ventricular assist device, activated clotting time (act) was 292, and heparin was administered. The 14f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, moderate pulsatile bleeding was present at the surface. A post-procedure angiogram indicated a partial occlusion proximal to the manta with extravasation. Contralateral balloon inflation was applied although unsuccessful in stopping the bleed, and the patient was transferred to surgery for a cutdown. The root cause of the occlusion requiring surgical intervention is likely due to the access location proximal to the bifurcation and poor patient selection. The manta instructions for use warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel; and do not use in patients with severe calcification of the access vessel. Procedure requirements indicate that activated clotting time (act) should be below 250 seconds prior to closure. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: bleeding on the surface. Partial occlusion in the rtcfa. With extravasation. Pt take to or for cutdown. Additional information: micro puncture and ultrasound guidance were utilized to gain lower-positioned access above the bifurcation. Arteriotomy was greater than 6.0mm, with severe posterior calcification, and posterior wall calcification, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the 14f procedural sheath. Blood pressure was 120/64mmhg prior to closure. Following the protected pci with percutaneous ventricular assist device, activated clotting time (act) was 292, and heparin was administered. The 14f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, moderate pulsatile bleeding was present at the surface. A post-procedure angiogram indicated a partial occlusion proximal to the manta with extravasation. Contralateral balloon inflation was applied although unsuccessful in stopping the bleed, and the patient was transferred to surgery for a cutdown.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi and indicated very low access proximal to the bifurcation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Reported as 18f: based on the information submitted, micro puncture and ultrasound guidance were utilized to gain lower-positioned access above the bifurcation. Arteriotomy was greater than 6.0mm, with severe posterior calcification, and posterior wall calcification, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the 14f procedural sheath. Following the protected pci with percutaneous ventricular assist device, activated clotting time (act) was 292, and heparin was administered. The 14f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, moderate pulsatile bleeding was present at the surface. A post-procedure angiogram indicated a partial occlusion proximal to the manta with extravasation. Contralateral balloon inflation was applied although unsuccessful in stopping the bleed, and the patient was transferred to surgery for a cutdown. The root cause of the occlusion requiring surgical intervention is likely due to the access location proximal to the bifurcation and poor patient selection. The manta instructions for use warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel; and do not use in patients with severe calcification of the access vessel. Procedure requirements indicate that activated clotting time (act) should be below 250 seconds prior to closure. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.